Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned that a patient with an 25mm 6900ptfx mitral valve underwent a valve-in-valve procedure after an implant duration of 7 years, 5 months due to calcification and degeneration. The patient presented with heart failure and fatigue. The tmvr was performed with a 26mm 9755rsl transcatheter valve. The patient was in recovery in stable condition post procedure.

Manufacturer narrative:
H10: additional narratives: updated d4, h4, and h6 per new information received. The most likely cause is patient factors, including hld and rheumatic heart disease. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.